Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor. The customer reported becoming disoriented and lost consciousness. Customer was assisted by third-party, but did not report of treatment provided. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006rum2w has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Therefore, the issue is not confirmed due to use as the sensor plug was not seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor. The customer reported becoming disoriented and lost consciousness. Customer was assisted by third-party, but did not report of treatment provided. No further details were provided. There was no report of death or permanent injury associated with this event.